Manufacturer narrative:
(B)(4)

Event description:
It was reported that during rv lead implant procedure, helix was unable to operate after multiple screwing attempts. Lead was removed and a new lead was implanted. No further information available.